Event description:
It was reported that the inner corners of the mobile power unit (mpu) bottom housing were broken off, the patient cable was loose near the connectors, and the battery door was cracked.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged battery door, damaged bottom housing, and loose rubber casing on the patient cable were confirmed upon arrival of the returned mobile power unit (mpu) at the european distribution center. The mpu (serial number: (B)(6)underwent functional testing and was found to perform as intended despite the observed mechanical damages. The battery door, bottom housing, and patient cable were replaced. Preventative maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The root causes of the reported events could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 08july2016. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.